Event description:
It was reported that noise and oversensing was observed on the device. Lead and device pocket provocation testing was performed and no noise and oversensing was observed. The event was suspected to be due to electromagnetic interference related to the patient's occupation. No additional intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.